Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 32mm stent delivery system was returned for analysis. Examination of the stent identified stent damage. Mid- distal region stent damage with stent struts lifted from crimped position. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found no damage. A visual and tactile examination of the hypotube found no damage. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10-feb-2021. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilation of a 2.5x20mm balloon catheter, a 2.50 x 32mm synergy ii drug-eluting stent was advanced but failed to cross the lesion due to the calcification. The procedure was completed with a different device. No patient complications were reported and patient status was stable. However, returned device analysis revealed stent damage.